Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they have experienced a spike in high blood glucose of 507 mg/dl and that it may be a result of having done a bolus too quickly. Customer also indicated that they left the infusion set on for an extra half of a day. No further information was given.